Event description:
It has been reported that an ambulance was involved in an accident when it struck a tractor trailer on a response. It had also been reported that there was pt involvement and adverse consequences to the medics in the ambulance.

Manufacturer narrative:
Unit was evaluated by the customer.